Event description:
Reported via journal article. It was reported that perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Femoral vein access was obtained and the sheath was advanced into the anterior lobe of the laa. Contrast injection revealed no evidence of pe. The watchman device was introduced through the sheath and delivered. Early pericardial staining was noted during device deployment that gradually worsened. Post-deployment transesophageal echocardiogram confirmed the development of pe. The watchman device was visualized and shown to be in a good position. Pericardiocentesis was performed via a percutaneous approach and was unable to successfully drain the pe. During this procedure, the patient required intravenous fluid resuscitation and intermittent pressor support. The department of cardiothoracic surgery was consulted for the placement of a pericardial window after the reversal of heparin. Due to persistent bleeding, the window was converted to an open drainage procedure revealing perforation of the laa apex. The perforation was sutured and glued. The watchman device post-procedure was found to be in a stable position with an excellent seal of the laa. Chest tubes were placed and the patient was transferred to the intensive care unit. The patient recovered after an extended hospital stay of 12 days and was discharged on coumadin 5 mg daily. The 45 day follow-up tee, revealed a well-seated watchman device with no evidence of leakage. No pericardial effusion was visible.

Manufacturer narrative:
Event date: estimated as (B)(6) 2021 based on published date of the article of 02/09/2021. Implant date: estimated as (B)(6) 2021 based on published date of the article of 02/09/2021. (B)(6). Literature citation: prabhakar bhat s, patel n r, sethi n (february 09, 2021) successful watchman device placement despite left atrial appendage perforation in two cases. Cureus 13(2): e13251. Doi 10.7759/cureus.13251.